Manufacturer narrative:
This report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device was not available for evaluation, but a device history review was completed and no anomalies were observed. The g-j is a non-permanent feeding device that is meant to be periodically replaced for optimal performance through a necessary surgical procedure. Balloon failure will eventually occur for all balloon secured feeding devices on the market, regardless of the device manufacturer. A pro-active replacement schedule is encouraged for all gastrostomy feeding tubes to avoid unexpected failures. In addition, it is believed that pressure from pulling out the device caused the balloon leak, not a manufacturing defect. We have assigned complaint number (B)(4) to this report.

Event description:
About nine months ago, original surgery for placement of amt gastro-jejunal tube. Lot # 15061457. Chart reviewed: about five months ago, mother left a message that -- has pulled out his gj tube. The next day, physician procedural note: "he had dislodgement of the tube this week necessitating need for this elective procedure." Balloon leaking. Replace with amt g-jet 16 fr. 1.7 cm 30 cm, lot # 15070473, exp 5/2018.